Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump was received with intermittent button response due to corroded keypad traces, minor scratches on the display window, a cracked case at the display window corner, a broken reservoir tube lip, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that he was having issues with his up arrow key not working properly for the past few months. He also noted that the battery had been depleting quicker than usual and that he also received a battery out limit alarm upon insertion of a new battery. Advised that the battery out limit alarm had been normal device behavior. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.